Event description:
It was reported the patient experienced shocking in the back and down the legs. The patient had difficulty turning the stimulator on. Despite several attempts to obtain additional info from a health care professional and the patient, the patient outcome remains unknown.

Manufacturer narrative:
.